Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d10, e1 (add telephone number), and h6 (type of investigation- remove 4111). Additional information added to field: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no serial digital interface output which resulted in the image to be missing was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to faulty printed circuit board (dx board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for a diagnostic procedure which was completed using a similar device. The patient was not under anesthesia.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no serial digital interface output which resulted in the image to be missing. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.